Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had presented to the emergency room (ER) three (3) separate times in a little over one (1) week. No specific symptoms were reported. On the first two (2) occasions, all diagnostic numbers were observed to be normal, and the patient was discharged from the hospital. On the third occasion, there was intermittent loss of capture observed in the right ventricle on an external monitor. The impedance values on the right ventricular (rv) lead of the patients implanted pacemaker system were noted to be normal and there were no stored events exhibiting noise. In addition, no noise was able to be produced via isometric and pocket manipulation testing in multiple positions. The rv lead is not a boston scientific product. In response, the physician requested that the pacemaker device be reprogrammed to an rv pacing output of 5 volts at 1 millisecond while the patient continued to be observed in the hospital. Boston scientific technical services (ts) noted that the pacemaker device showed a significant number of right ventricular automatic threshold (rvat) tests which indicated that a number of the tests failed and then were successful upon automatic retry. In addition, ts indicated that over the past year there were a few rvat tests with thresholds in the 2.7 volts to 3.0 volt range so if there were intermittent threshold increases with an rv output operating at a value lower than the threshold, then there would be loss of capture. Ts noted that there could be increases in threshold due to a device header spring contact issue with the rv lead. The patient was also noted to have undergone a coronary artery bypass graft (CABG) surgery approximately three (3) months ago and the physician indicated that the issue may be related to exit block from the surgery. Subsequently two (2) days later, the entire pacemaker system was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of device analysis.